Event description:
The pt missed a pump refill visit. The pt then developed an infection (location not specified) and was hospitalized. An ultrasound revealed fluid around the pump. Pt symptoms included flu-like symptoms and nausea. The pt experienced underdose symptoms including acute pain, nausea, and sweating. The pump-managing hcp did not have privileges at the hosp. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.